Event description:
Tip of screwdriver sheared off in screw head. No delay to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. Previous investigations have been conducted by (B)(4) for similar failure modes concluded the driver was loaded beyond the material limit resulting in ductile overload of the material and fracture of the driver tip. No evidence of material or metallurgical defects was observed that could contribute to the failure of driver. It is reasonable to conclude based on the condition of this instrument that the same failure would apply. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.